Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: na. H6 health effect - clinical code e2402: generalized illnesses. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent an unspecified breast surgery involving a mentor saline prosthesis presents with unexplained systemic symptoms post-operatively, including unspecified health issues, breast calcification, and reactive lymphadenopathy. Her health has continued to dramatically deteriorate since the implantation, with the patient only recognizing the potential link to the implants 5 to 10 years ago. Despite her significant health concerns and discussions with various healthcare providers, she feels that her concerns have not been adequately addressed and is currently too ill to undergo explantation. As of the time of this report, mentor has not received any information regarding an explantation or an expected date for such a procedure. This report specifically pertains to the right breast implant.